Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: received one open and used sample with the needle bent at the tip, only received the needle attached to a piece of thread. After checking the sample received, it was noticed that needle size is smaller than the needle of the reference informed. The correct reference could not be determined. As no reference-batch is known, the batch manufacturing record cannot be reviewed, without any closed sample and the exact reference an analysis cannot be carried out in order to make a decision. As indicated in the novosyn instructions for use: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on this product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Needle bent at the tip, damaged-bent.